Event description:
It was reported that the catheter of the delivery system broke inside the pt. Reportedly, the procedure included treatment of a pseudoaneurysm in a fem-pop bypass graft. The physician successfully deployed two stent grafts; however, during removal of the delivery system of the second stent graft deployed, the physician encountered some resistance and the catheter broke in the pt. The physician was unable to remove the broken portion of the catheter and performed a fem-pop bypass procedure. The broken catheter piece and the stent grafts were removed during the bypass procedure. The pt was reported to by doing well post procedure.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is currently underway.